Event description:
It was reported that the patient developed an infection at the midline incision wherein it never healed and was leaking puss. The infection was not device related and was related to patients diabetes. The patient was prescribed with antibiotics. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: sc-2218-50. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: (B)(6). UDI: (B)(4).